Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the instrument to perform failure analysis, however the e-100 generator was received as a concomitant product to perform failure analysis. Please refer to MFR report number 2955842-2026-26205 for details.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vessel sealer wasn't sealing all the way. Technical support engineer (tse) reviewed the logs and found multiple e-100 faults. Tse suggested using the erbe with the vse. They switched the vse to the erbe and had no further issues. The procedure was completed as planned with no reported injury using the erbe.